Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a challenging system implant as they reportedly have a very dominant plcs. Postoperative lead testing identified a drop in rv sensing and double sensing in the rv that were unable to be programmed around. Lead dislodgement was suspected. The implanting physician was notified, and the decision was made to program tachy therapies off (monitor only). The patient was discharged home and will be seen in follow-up to discuss next steps. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent a challenging system implant as they reportedly have a very dominant plcs. Postoperative lead testing identified a drop in rv sensing and double sensing in the rv that were unable to be programmed around. Lead dislodgement was suspected. The implanting physician was notified, and the decision was made to program tachy therapies off (monitor only). The patient was discharged home and will be seen in follow-up to discuss next steps. No additional adverse patient effects were reported. Additional information received indicates the patient underwent a revision procedure, and this rv lead was successfully repositioned. Additionally, an epicardial left ventricular (lv) lead was implanted without complication. Post-operatively, the rv pacing threshold has risen, and there is phrenic nerve stimulation at 3.4v@2.0ms. The device has been programmed to lv only fusion pacing. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.